Event description:
It was reported by the distributor that the power cord prongs were damaged due to moving the bed while the plug was still in the wall. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.